Manufacturer narrative:
This product was received for evaluation and the reported failure (fade to black) could not be duplicated. Tech services performed the brightness upgrade, replaced the cracked front/back shell assemblies, tested the monitor (images were correct) and returned the device to the customer. Additional part used: glidescope smart cable, catalog: 0800-0531, sn: (B)(4). Additional part used: titanium su lopro s3, catalog: 0270-0769, sn: unknown.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, their monitor's picture turned black when the endotracheal tube was introduced. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.